Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient was explanted (B) (6), 2010 due to chronic earaches. Reimplantation is not planned at the time of this report.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4).